Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be damaged. The timing and cause of the damage is unknown. No timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin. The damage did not affect the ability of fluid to pass through the fluid path. No other components were observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 289 mg/dl. In addition when the pod was removed from the infusion site the site was bleeding. As treatment, the patient applied a new pod.